Event description:
It was reported that the customer was receiving no delivery alarms on her insulin pump. Even though the customer was able to manually push insulin through, the insulin pump triggered a no delivery alarm while running a five unit prime. The customer's blood glucose level at the time was 280 mg/dl. The customer did not treat herself. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).